Manufacturer narrative:
Evaluation of the submitted system controller log file confirmed the reported low speed and pump stop events. The events correlated with elevations in pump power and average pi appeared to occur while the patient was operating on the power module; however, the evaluation of the returned device could not confirm a percutaneous lead (lead) wire compromise. The submitted x-rays were unremarkable. The pump was returned with the lead cut approximately 1 inch from the pump housing and the remainder of the lead was returned in 2 segments; an 11.5 inch internal portion and 23 inch external portion. Upon initial examination of the lead, there were no visible white flecks on the surface of the bionate. Some areas of the outer silicone jacket were covered in white rescue tape; no other abnormalities were noted. Continuity testing of the three portions of the lead found all wires were electrically intact. The clear bionate and braided shield layers were removed and the underlying wires of the three lead segments were examined under a microscope and hipot tested; no area of compromised wire insulation was identified. Upon disassembly, examination of the returned pump did not reveal any anomalies or depositions on the smooth or textured blood-contacting surfaces. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The evaluation could not confirm a percutaneous lead wire compromise or pump issue. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device: 3 years and 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad). It was reported that while the patient was at an outpatient clinic visit a review of the system controller data history noted the pump was not able to maintain the fixed pump speed when connected to a power module patient cable. The patient was reported to have been sleeping at the time of the event. The patient was admitted and placed on an ungrounded power module patient cable. The manufacturer's technical services representative performed a percutaneous lead test and no broken wires were identified. The patient was returned to a normal (grounded) patient cable and no alarms occurred. The patient was asked to move around in multiple directions and the external percutaneous lead was manipulated and no alarms sounded. An inspection cut to the percutaneous lead silicone jacket was performed in an attempt to identify if any biological material was present. The bionate layer appeared to be slightly sticky with white flecks apparent on the surface at this location. It was reported that the observed substance was possibly silicone from the outer jacket; a swab sample was taken as a precaution. In addition, the distal end of the percutaneous lead reportedly felt puffy. The patient was issued an ungrounded cable and listing for a high urgency transplant was requested. The patient subsequently received a pump exchange on (B)(6) 2015. The physician reported that very strong signs of wear were identified on the explanted driveline in the area of the skin exit site. No further information was provided.